Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range shock lead impedance greater than 200 ohms. It was noted that the impedance measurements have been stable the past three months and manipulation tests did reveal any changes. Boston scientific technical services reviewed the data and provided additional troubleshooting and programing options. The device remains in service. No adverse patient effects were reported.